Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n298350016, implanted: (B)(6) 2011, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the pump was replaced for normal elective replacement indicator (eri) on (B)(6) 2018. The patient experienced increased pain and felt withdrawal symptoms including nausea. The patient saw the provider and the pump was interrogated on (B)(6). The logs were read at post-operative visits. There was nothing in the logs. Dose adjustments were made at the post-operative visits. A rotor dye study was planned. Surgical intervention did not occur. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history was asked and will not be made available. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. There was not a device issue. The patient was experiencing withdrawal symptoms and he was seen biweekly to manage these symptoms. The provider believed the catheter may be positional. The results of the rotor dye study were normal. Interventions were the medication was changed out in the reservoir. The expected volume was aspirated, and a pump refill was done. The patient has been seen biweekly to assess status. The patient was now wearing an abdominal binder. The provider stated that the patient was much improved and no longer experiencing withdrawal. The withdrawal has been resolved. Additional information was received from a manufacturer representative. The catheter was replaced.